Event description:
A distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable connector was missing, preventing the electrode from connecting to a monitor. The root cause for the missing trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.